Manufacturer narrative:
Other relevant device(s) are: product ID: a exch282840, serial/lot #: (B)(4), ubd: 16-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in the patient for the endovascular treatment of an unknown size aaa approx. 3 years 4months later an endurant cuff with two additional aneurx cuff extensions were implanted in a secondary procedure approx 13 years 8 months post index, it was reported a type iiia endoleak was observed between the aneurx bifur and one of the implanted aneurx cuffs, there appeared to be 8 cm from the renals to the bifurcation of the original graft. Intervention was performed on (B)(6) 2021 the physician then decided to implant an endurant bifurcated graft to line the current cuffs and proximal portion of the bifurcated graft already in place. The 32x16x124 endurant graft was placed at the level of the lowest renal. A 16x16x93 iliac limb was then placed in the contra lateral gate extending into the limb of the aneurx graft. A reliant balloon was then used to balloon the proximal attachment site and the iliacs on both limbs. Final aortogram showed the type iiia leak had been resolved per the physician, the event was due to the patients anatomy which caused the aneurx cuff to separate from the aneurx bifurcated graft no additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported the secondary procedure performed 4 years after the index was to treat a migration of the stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.